Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were within range before the sample was run. A siemens headquarter support center (hsc) specialist reviewed the instrument data. The discordant results were obtained only on an aliquoted sample cup. There were no flags or indication of an issue with reagent delivery, mixing, or reagent well sets. The cause of falsely low bun and glu results processed from one sample cup is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low blood urea nitrogen (bun) and glucose (glu) results were obtained on one patient sample on a dimension vista 500 instrument. The initial results obtained with a pour off sample cup were discordant. Ten minutes later the patient's primary tube was tested on the same instrument, resulting higher. The discordant results were reported to the physician(s), who requested a redraw. The customer repeated the patient original primary tube on the same instrument, resulting higher than the initial results obtained with the sample cup. A new draw obtained from the patient was tested on the same instrument, and the results matched the results obtained with the primary tube testing. The redraw results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low bun and glu results.